Manufacturer narrative:
Marked other for copd reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back syndrome. It was reported that the patient no longer using the ins; the patient said he stopped charging and using it several years ago. The patient stated that he needed to have the ins removed but he can't undergo any surgery due to his chronic obstructive pulmonary disease (copd) condition. No device issues were reported. No further complications were reported/anticipated.